Event description:
Technician alleged the head section of the bed was drifting down slowly.

Manufacturer narrative:
(B)(4). The analysis results showed that one sc60 device was returned with no visual non-conformances and with an ecr60d fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Batch history review has been completed with no anomalies reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that during an open sigmoidectomy procedure, some staples were unformed at the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient. Reinforcement material was not used. The doctor commented that there had been no feedback at the firing.